Event description:
"New incident for the same reported. Colorated circles constated around the hole where the trocar was being used. Surgeon saw the patient one month later for follow up and described a bad healing at the location around the hole, where the trocar was used."

Manufacturer narrative:
Product is not anticipated to be returned. However, cer is under evaluation by engineer. Upon completion of the evaluation, a follow-up report will be submitted.